Event description:
It was reported via repair work order that the bed had no power due to a malfunctioned power board. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.